Event description:
The customer reported: during an or procedure the gamma xl (multi-parameter) pt monitor had once again lost the anesthetic gas parameter from the scio multigas module. According to this report, the gamma xl monitor simply lost all gas data during surgery, without obvious cause or reason. The machine was immediately removed from the operating theatre. The gamma xl monitor was replaced with another draeger medical delta pt monitor including infinity docking station and scio module.